Event description:
The facility reported an automix 3+3 compounder which would not begin compounding. This condition occurred upon pressing start in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. Device evaluation: baxter (B)(4) received the device and performed visual inspection and functional testing. The customer reported problem of a compounder which would not begin compounding once the start-button was pressed was confirmed and duplicated. This condition was caused by a damaged keypad flex cable. The device was refurbished by replacing the membrane graphic panel.